Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.50/+1.5/041 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was repositioned 2 times but the problem was not resolved and the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found the lens haptic bent. Claim#: (B)(4).